Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient during follow up had device with post paced t wave oversensing on venticular lead. The patient did not receive any therapy. The oversensing was noted on stored egm. The programming changes were made and the device remains implanted.